Event description:
The customer reported that the device would not detect a connection with the therapy cable assembly. This was detected during testing of the device and was not related to patient use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and observed that the software was missing the board ID that is stored on the integrated circuit, designator u1. When the software was updated with the correct ID, the board functioned properly. However, this would not have caused the reported failure. The cause of the reported failure could not be determined.